Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle 25x1-1/2 rb ns had leakage. The following information was provided by the initial reporter: material # 303018; batch # unknown. Verbatim: "just wanted to send you a notification regarding a defective 25g needle (ref#303018). The stated issue was that "needle leaks at junction of needle and plastic, dozen instances, first saved". Additional information received on 10oct2025: can you please provide the lot number(s) of the product associated with reported issue? I cannot as the product was used and only the needle was saved, not the packaging. Can you please provide the total number of occurrences? According to the reporter, many, however this is the first time a product was saved.

Manufacturer narrative:
(B)(4) follow up a leak was reported at the junction between the needle and the plastic component. To support the investigation, one sample¿received without packaging or a plastic shield¿was submitted for evaluation by the quality team. Upon inspection, it was determined that the returned needle is not a bd-manufactured product, and its origin could not be identified. As a result, no further analysis was conducted. Based on the investigation and the evaluation of the returned sample, the reported symptom could not be confirmed.